Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty connecting the cartridge to the infusion set. Reportedly, the customer was unable to confirm if the issue was due to incompatibility or damage. Blood glucose was 247 mg/dl. Reportedly, the customer continued to use the current supplies on the pump and completed the supply change when the customer arrived at home.